Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Future explant date: (B)(6) 2021. Manufacturers reference number: pc-(B)(4).

Event description:
It was reported that a (B)(6)year-old hispanic female who underwent breast augmentation revision with an unknown mentor gel implant experienced left sided baker grade iii capsular contracture post procedure. As a result an explant is planned for (B)(6) 2021.